Manufacturer narrative:
The reported event of noise was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at 18.1 cm to 18.9 cm from the distal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the patient anatomy.

Event description:
It was reported that a patient presented with oversensing noise causing pacing inhibition and high ventricular rate episodes. The physician elected to explant and replace the rv lead. The patient condition was stable.